Event description:
Paramedics attempted to use the device with disposable defibrillation electrodes on a person diagnosed in cardiac arrest. The device allegedly displayed a leads off alarm. The operator pushed on the defibrillation cable near the device connector and was subsequently able to administer 4 countershocks and external pacing to the pt. The pt's outcome was not reported.